Event description:
It was reported that the abbott medical optics (amo) intraocular lens (iol) was explanted after approximately seven (7) weeks and replaced with a lens from another manufacturer. No patient complications were reported. No further information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing facility where a visual inspection noted the lens was cut in half. The lens was inspected at 10x microscope magnification and had surface residuals adhered to both sides of the optic body compatible with an implant/explant. The two loops (haptics) were severely distorted and the lens did not meet visual inspection specifications. At the final inspection process, lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic and haptic defects with any defects rejected. Based on manufacturing controls, the observations found in the returned lens were not related to the manufacturing process as the conditions observed were consistent with the lens that had been explanted. Optical properties measurement were performed. Operators cleaned and inspected the lens for optical properties to included astigmatism. All properties were found within optical properties specifications. The condition of the returned lens was attributed to the explant process. Expiration date: 1/21/2018. Device manufacture date: 01/21/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Follow up with the ''scrub technician'' indicated that the intraocular lens was removed because of residual myopic astigmatism. The lens was replaced with a different model to accommodate the reported astigmatism. Patient is reported to be doing fine. (B)(4). All pertinent information available to the manufacturer has been submitted.